Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided in a supplemental. Device not available to stryker.

Event description:
Stryker became aware of an article published in the ¿journal of the chinese medical association¿, ¿risk factors for cutout failure of gamma3 nails in treating unstable intertrochanteric fractures¿ published in september 29, 2016 and is associated with gamma3 trochanteric nails. An analysis of 176 patients, which was within that publication, 24 postoperative complications/ adverse events were reported, which occurred between 2010 and 2014. It was not possible to ascertain specific device or patient information from the article. A review of the complaint handling databases however revealed that the events had not been reported by the hospital or by the author of the publication, therefore 24 events were initiated retrospectively. This product inquiry addresses a cutout failure for an unknown gamma3 trochanteric nail.